Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are still unsure why the last quartile was taking longer to charge than before, and why the battery went down 1bar unexpectedly. The patient stated that their ins and leads are fine. The noted the issue might be the recharger. The patient mentioned their device was checked, and is waiting to see if the issue improves. The issue remains unresolved at this time. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that whenever there was ¿a little glitch¿ or there was something was out of the norm the patient got nervous. This was further explained that 3 times last week the patient was down to 1 bar of charge and with no apparent reason. It was noted that the implant charging bar level had not been full like it always had been and was taking about 3.5 hours to charge last bar of the implant battery. It was taking about 4-6 hours to recharge the implant every night. It was confirmed that the consumer meant that the last quarter of the implant battery was taking longer to charge than it used to. It was reviewed that the last quartile of the battery usually took the longest amount of time to charge. The caller clarified that it was taking longer than it used to take for the last quartile. It was confirmed that the patient was able to get all 8 bars and always had 6-8 coupling bars when charging. There had been no changes made to programming and there were no changes to the implant and no falls or traumas associated with the charging issue. It was stated that this issue started about 2 weeks ago in march 2017. It was noted that the recharger always had full bars because the patient always plugs it into the wall when they were done charging. The patient was looking for a new health care professional (hcp). Hcp listings were provided. There were no patient symptoms reported. No further complications were reported.